Event description:
Discordant advia centaur troponin and (B)(6) results were obtained on patient samples. The results were released to the physician(s). Upon retest the corrected results were released. One patient was started on heparin drip. There was no report of adverse health consequences due to the discordant troponin and (B)(6) results.

Manufacturer narrative:
Customer reported the instrument ran out of wash 1 and did not flag the operator. A siemens field service engineer (fse) was dispatched to the customer site. After analyzing the instrument and instrument data, the fse checked wash 1 capacitance sensor function and depletion warning function - they were both found to be operational, calibrated reagent probe 2 and 3 and ran qc. Based on the information provided, no conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.